Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for underfill with the incident lot was observed. The samples were evaluated and the customer's indicated failure mode for underill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Investigation confirmed the customers original complaint of ¿underfill¿ of the bd vacutainer® plus plastic whole blood tube. There was no report of exposure, injury or medical intervention.